Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch link meter read inaccurately high and did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). On (B)(6) 2014, at approximately 8pm, the patient reportedly obtained a blood glucose reading of ¿489mg/dl¿ with the subject meter. The patient manages her diabetes with insulin pump therapy. In response to the reading, the patient reportedly administered an unspecified dose of insulin soon after and subsequently, the patient reportedly developed symptoms of shaking, sweating, dizziness, and seeing stars approximately 30 minutes later. According to the csr¿s documentation, immediately after the onset of her reported symptoms, she tried to retest her blood glucose with the subject meter; however, the meter reportedly did not turn on. Per csr notes, due to the power issue the patient retested with her mother¿s freestyle meter and at approximately 8:30pm and 8:45pm, the patient respectively obtained blood glucose readings of ¿105mg/dl and 15mg/dl.¿ the patient¿s husband reportedly treated her with a glucagon injection at 8:45pm. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The csr verified the subject meter¿s battery did not need to be replaced, the meter was not misused, and the patient was not using the subject meter for the first time. The csr noted the alleged issues were not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.